Event description:
It was reported that this lead required multiple attempts, two in total, to be able to be successfully implanted. The lead implant procedure was completed, and the lead remains in service. No adverse patient effects were reported.